Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the configuration file was reloaded onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not progress past the "system booting please wait" prompt. The imaging system was restarted multiple times without resolve. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.